Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: a review of the pump black box data indicated frequent low battery warnings occurred. During a visual inspection of the pump, corrosion was observed in the battery compartment. The battery compartment was cracked. A leak test revealed a leak in the battery compartment. Current draws measured out of specification. The pump case was removed and moisture damage was found on the printed circuit board. The complaint of short battery life was duplicated due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.